Event description:
It was reported that a vns study patient was experiencing gastro paresis, which was reportedly continuous in frequency and moderate severity. The patient treating vns therapy physician ruled the event to be not related to implantation and "possibly" related to stimulation. The event was not considered to be a serious adverse event and no interventions were reportedly taken.